Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant, the lead was not pacing. The lead was noted with high threshold and high impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.